Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during prep for a rotational atherectomy treatment procedure, a guide wire detachment occurred. The target lesion was located in an unspecified location. The physician tried to advance a 1.75mm rotablator burr over an unspecified rotawire guide wire unsuccessfully. After manipulating the burr outside of the patient the rotawire guide wire broke. The procedure was completed with a new guide wire and burr. No patient complications were reported and the patients' status is fine.